Event description:
Pt reported being hospitalized for treatment of hyperglycemia and diabetic ketoacidosis, for the past 4 days. Pt stated that, while hospitalized, she ccompared results obtained on the suspect device to those obtained using hospital's blood glucose monitors. Pt noted that blood glucose values received on the suspect device differed from those obtained on the hospital monitors anywhere from 8mg/dl - 60 mg/dl. Pt alleged that erratic readings may have caused her to take incorrect amounts of insulin, prior to hospitalization. Pt was reportedly treated with insulin, while hospitalized, and once released, was given a new diet to follow. Pt also reported phoning emergency medical services, on 2 previous occasions, for treatment of blood glucose concerns. Pt noted however, that readings on the suspect device were consistent with those obtained by emergency medical services. Pt's current condition: feels better. Quality control testing had not been performed on the suspect device. Thechnical support requested the return of the suspect product and replacement product was shipped.